Event description:
Surgeon reported that a trial that was being used would not seat flush against the bone. The cuts made to the bone were verified and corrected. The surgeon that the joint was "tight/snug." The final implant sat flush against the bone. Surgeon noted that the trials do not appear to be the same shape as the implant.

Manufacturer narrative:
It was known that the trials that were sent back was of an older design. Actions were being taken to further investigate the event. It was known that these trials were of an older design that had sizing differences between them and the actual implant. A recall was initiated to address sizing differences (z-1524-2010).